Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalogue#1553201035, 510k# k113174 and (B)(4) is approved for sale in us. The devices were not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Pre-op diagnosis for initial surgery: degenerative scoliosis procedure used for initial surgery: posterior spinal fusion (psf, t5-s2ai) and posterior lumbar interbody fusion(plif, l2/3,3/4,4/5,5/s) it was reported that the patient underwent a psf and plif surgery. Post-op, rod broke at l2/3. Patient suffered low back pain as a result of this event. Revision surgery was performed to replace the broken rod.

Manufacturer narrative:
X-ray image review result: post-op x-ray for bony segment t5-s1 fusion shows bilateral rod fracture at l2-3. By report a 5.5 mm rod was used and fracture occurred approximately 3 months after implant before fusion would be expected to have occurred. Product image review result: submitted images appear to display broken rods. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis result: visual functional multiple witness marks noted on rod. Some fracture surface damage is noted. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive a ratchet mark and convex striations (beach marks) approximately 50% of the way through the cross-sectional area, followed by another region of increased material disruption and a shear lip, which are consistent with overload. This appears to have resulted in ultimate failure of the implant. If information is provided in the future, a supplemental report will be issued.